Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "exchange with no complaint against the device". Healthcare professional, later reported, "rupture". This record is for the left side. Device was explanted and replaced.